Event description:
It was reported that the patient presented for a follow up in clinic. During the interrogation, it was noted that the right atrial lead was dislodged, resulting in a dropped in p waves and far r over-sensing which caused inappropriate mode switch. The lead dislodgement was confirmed by fluoroscopy. The lead was explanted and replaced. The patient was discharged post-procedure.